Event description:
The flow seemed to cut off with some of the breaths. The biomed assessment revealed that no problems were found, and the unit functioned according to the manufacturer's specifications. The device was returned to service and there was not patient harm as a result of this incident.